Event description:
It was reported by customer that their insulin pump had alarmed no delivery and upon inquiring further, it was discovered that they had been hospitalized for high blood glucose levels on (B)(6) of 2014. Customer's blood glucose level was 780 mg/dl at time of hospitalization and was given intravenous insulin drip while in the hospital. Customer stated being disconnected from the device seven hours prior to hospitalization. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be recessed. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were no air bubbles. Afterwards, the reservoir was reinserted into insulin pump and a manual prime was performed. Device passed priming and insulin exited tubing. Customer verified device was not leaking and did not alarm. Informed customer to device is functioning properly but customer wished to return. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with scratched lcd window and debris under window display. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).